Event description:
Procedure: according to the reporter: an incomplete staple line was formed and the procedure was converted to open. Other staples of the three row did not form. Delay in or time reported as 1 hour.